Manufacturer narrative:
An imp,tsv,3.7,10,mtx,mg (tsvtb10) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 12 and was used for approximately 1 year 11 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (64063083). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64063083) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that implant placed (B)(6) 2017 in #12. Site integrated well and stable until (B)(6) 2019, saw pt. For post op for another site and on pano implant went into sinus. X-ray available. Implant was removed and replaced with another. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: pain.